Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
The customer reported via phone call that the insulin pump buttons harder to press and piece broken at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.